Event description:
It was reported that after the pt was draped, the pt's head slipped out of the clamp. Pediatric disposable pins were used and 20 pounds (lbs) of pressure was applied. No pt injury reported. The pt was repinned and the surgery was continued. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.